Manufacturer narrative:
Event date: 2013. Additional suspect medical device component involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing a jolting sensation. High impedances were noted. Database analysis revealed no anomalies. The physician suspected device malfunction. The patient underwent a revision procedure wherein the ipg and leads were replaced.